Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from the 30's (mg/dl) up to 99 mg/dl. Reportedly, the customer was consulting with healthcare provider to find the accurate pump settings for diabetes management. Juice and food was consumed to treat bg level.